Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
They patient reported experiencing an episode of an "irregular arrhythmia" where they felt "felt light headed", and "passed out". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.